Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed on x-rays. All measurements were in normal range. The lead remains implanted and will be monitored. The patient suffered no adverse consequences after the event.